Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the endoscope reprocessor's yellow channel connector broke and was missing the middle piece with spring. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. An olympus field service engineer (fse) was dispatched to the user facility and the customer reported event was confirmed. To resolve the issue, the fse replaced the yellow connector in the basin and the device passed all testing. A definitive root cause could not be determined, however based on the results of the investigation, the probable cause of the malfunction would likely be that the user applied stress to yellow connector toward the loosening direction and parts came off. Then the parts were reassembled without using the middle pin, which resulted in the reported issue. Additionally, its possible the nut on the yellow connector deteriorated and chipped due to long-term use. The event can be detected/prevented by following the instructions for use (IFU) which state: chapter 3 inspection before use: 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.